Event description:
It was reported that vessel dissection occurred. A percutaneous coronary intervention was being performed. This 3.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, advancing difficulties were encountered and vessel dissection occurred. No further patient complications were reported. It was further reported that the stenosed target lesion was located in the very calcified right coronary artery (rca). Predilatation was performed with an nc and cutting balloons. However, there was a dissection in the coronaries due the balloon inflations before the insertion of the stent. The physician decided to insert shorter stents proximal and distal to the undilatable lesion to treat the dissection. It was noted that the 3.50 x 38 synergy drug-eluting stent did not contribute to the dissection. The patient remained stable post procedure. It was further reported that the 3.50 x 38 synergy drug-eluting stent was not inserted into patient and was not used during the procedure.

Event description:
It was reported that vessel dissection occurred. A percutaneous coronary intervention was being performed. This 3.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, advancing difficulties were encountered and vessel dissection occurred. No further patient complications were reported.

Event description:
It was reported that vessel dissection occurred. A percutaneous coronary intervention was being performed. This 3.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, advancing difficulties were encountered and vessel dissection occurred. No further patient complications were reported. It was further reported that the stenosed target lesion was located in the very calcified right coronary artery (rca). Predilatation was performed with an nc and cutting balloons. However, there was a dissection in the coronaries due the balloon inflations before the insertion of the stent. The physician decided to insert shorter stents proximal and distal to the undilatable lesion to treat the dissection. It was noted that the 3.50 x 38 synergy drug-eluting stent did not contribute to the dissection. The patient remained stable post procedure.